Event description:
The 4:1 cardioplegia lines were reversed in the tubing pack and was noted during bypass. The perfusionists corrected the lines and the procedure was completed without patient injury or further complications.